Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine evaluation in clinic. It was noted upon interrogation that there appeared to be a few atrial noise episodes and low impedance had been observed occasionally on the atrial lead. Atrial pacing was at 89% and routine monitoring was all that was expected. There were no complaints by the patient or the physician. No intervention was anticipated and the lead was expected to be re-used at a routine generator replacement. The patient was stable before, during and after interrogation.

Event description:
New information received notes programming changes to atrial unipolar mode were made during the previously reported interrogation to address the noise.